Manufacturer narrative:
Upon completion of the investigation it was noted that the corrective action was to check the manufacturing documentation for this lot and perform a tcr for all the operators associated with the lot under question. The manufacturing documentation for lot 545059 was pulled and reviewed. The lot was produced in september 2014. Nothing was found to be out of the ordinary with this work order. Root cause is likely due to operator error, however this could not be determined. Per the requirements of the specification the operator is required to count the amount of surgical strips and weigh the package with the strips to verify the count prior to sealing them in the package. Training was conducted with the applicable operators. This is the first customer complaint that we have received for a sterile surgical strip pattie that we had in the last two years. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
E-mail received from the customer informed that: "there was a defective codman surgical strip (B)(4) from a neuro case on (B)(6) 2014. When opened onto sterile field there were only 9 strips in the package". Additional information received from the sales rep. On (B)(6) 2014: "I found out the lot number for this product was lot # 545059. There was no delay in case or harm to the patient. I will pick up the product this (B)(6) and will ship back to (B)(4)".